Event description:
The device was used during a colectomy due to volvulus of sigmoid. The instrument was applied twice and anastomosis seemed satisfactory. Four days later, the pt suffered from peritonitis and was re-opened. The surgeon discovered the staples from the second application did not hold on the anastomosis. The pt expired following re-operation.